Event description:
Ruptured balloon. Analysis determined: small tear directly below distal adhesive band of balloon: origin unk. Unit was used in vivo. This was not determined until analysis was completed.